Manufacturer narrative:
On march 11, 2025, mentor became aware that the patient underwent bilateral replacement surgery with catalog number 3545375; serial number (B)(6) on the left side, and with catalog number 3545375; serial number (B)(6) on the right side on (B)(6) 2023. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 24, 2024, the mentor failure analysis lab received the device for evaluation. Complete UDI number has been added to field d4 on this form. On july 30, 2024, device evaluation was completed as follows: mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the siltex uhp 400cc returned device. A seroma is a build-up of fluid around the implant. Symptoms from a seroma may include swelling, pain, and bruising. A seroma may occur soon after surgery, or any time later on, which would be referred to as a late seroma. While the body may absorb seromas, some may require surgery for drainage. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left seroma. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported, via a distributor report, that a female patient who underwent primary breast augmentation surgery with 400cc mentor memorygel breast implant on (B)(6) 2009. Left side late onset seroma was observed on (B)(6) 2023. Patient underwent bilateral implant removal on (B)(6) 2023.